Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the missing thixotropic adhesive (ke45) forceps cover and a damaged pink rubber and a pinhole on the cement on the light guide lens was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope had a missing thixotropic adhesive (ke45) forceps cover and a damaged pink rubber and a pinhole on the cement on the light guide lens. There was no patient involvement.